Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was fluctuating (38-over 500 mg/dl). Cake was consumed to address the low bg and the high bg was corrected via the pump and with insulin injections. The contact was not sure what caused the fluctuating bg level and thought that puberty may be a possible cause. The bg was currently 128 mg/dl. The contact declined tandem customer technical support's (cts) offer to troubleshoot. Cts advised the customer to discuss the event with a healthcare provider.